Manufacturer narrative:
The technician replaced the coiled cable to resolve the issue.

Event description:
The technician alleged that the bed is not inflating and the brake caster rubbed the insulation from the coiled cable and bare wires are showing. No pt impact.